Event description:
It was reported that a male patient (67kg) underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. During ablation near the roof of the left superior pulmonary vein (lspv), as blood pressure decreased, the physician confirmed that pericardial fluid was accumulated by the soundstar. Drainage was performed and as blood pressure became stable, the procedure was continued and completed. Atrial septal puncture was performed by rf needle. Ablation was performed before tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 15 ml at the time of ablation. No abnormalities were observed prior to use or during of the product. Additional information was received 15-sep-2022. Irrigation catheter setting: pre 1 second, post 2 second. The correct catheter setting was selected on the generator. The pump irrigation flow rate setting was normally controlled by the generator without any issues. Stability parameter: fot50% min6g, additional filters were used in visitag. Index450.500 with visitag coloring settings: tag index. The physician's opinions on the relationship between the event and the product: the event was due to the procedure and thought to have occurred during septal puncture. The adverse event was discovered during use of biosense webster products. The patient outcome of the adverse event was fully recovered. There was evidence of steam pop. The event occurred during ablation phase. No error messages were reported. Additional information was received 28-sep-2022. The issue occurred during ablation. It was clarified as per the event originally reported, no pop was reported. Additional information was received on 28-sep-2022. This adverse event was discovered during the procedure. Additional research was conducted but no further information was obtained regarding if patient required extended hospitalization. There was no relevant lab data or history. The event occurred during the ablation phase. The flow setting was controlled correctly on the pump. Visitag force visualization features were used.

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 11-oct-2022 clarifying that no steam pop occurred. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
It was reported that a male patient (67kg) underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. During ablation near the roof of the left superior pulmonary vein (lspv), as blood pressure decreased, the physician confirmed that pericardial fluid was accumulated by the soundstar. Drainage was performed and as blood pressure became stable, the procedure was continued and completed. Atrial septal puncture was performed by rf needle. Ablation was performed before tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 15 ml at the time of ablation. No abnormalities were observed prior to use or during of the product. Additional information was received 15-sep-2022. Irrigation catheter setting: pre 1 second, post 2 second. The correct catheter setting was selected on the generator. The pump irrigation flow rate setting was normally controlled by the generator without any issues. Stability parameter: fot50% min6g, additional filters were used in visitag. Index450.500 with visitag coloring settings: tag index. The physician's opinions on the relationship between the event and the product: the event was due to the procedure and thought to have occurred during septal puncture. The adverse event was discovered during use of biosense webster products. The patient outcome of the adverse event was fully recovered. The event occurred during ablation phase. No error messages were reported. Additional information was received 28-sep-2022. The issue occurred during ablation. It was clarified as per the event originally reported, no pop was reported. Additional information was received on 28-sep-2022. This adverse event was discovered during the procedure. Additional research was conducted but no further information was obtained regarding if patient required extended hospitalization. There was no relevant lab data or history. The event occurred during the ablation phase. The flow setting was controlled correctly on the pump. Visitag force visualization features were used. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and internal action were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).